Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer cannot recall their blood glucose reading. The insulin pump was exposed in the moisture while playing in the river. The alarm occurred only once. Insulin pump was returned for analysis. The insulin pump did not passed any tests and alarmed motor error and forced sensor system.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self -test, displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, prime and seating test due to critical pump error alarm. The device had moisture damage on the force sensor and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.